Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown e.1. Initial reporter facility name: (B)(6). Investigation summary: bd had not received any samples or photos for investigation. The retained samples could not be tested due to an unknown lot number. The device history records could not be reviewed as the lot number is unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes were unlabeled. No adverse impact was reported regarding the patient or user.